Event description:
It was reported that following the implant of a transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to an uns pecified severe conduction disturbance. The patient continued to have delirium and was unable to perform rehabilitation and dialysis adequately. Subsequently, a decrease in consciousness level was observed, and a head computed tomography was performed and was negative for an intracranial hemorrhage; however, the patient stopped breathing and died. Per the physician, the cause of death was renal, and the valve and implant procedure were not related.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.